Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1ac5z, implanted: (B)(6) 2017, product type lead.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient was presented in the emergency room with seizures on (B)(6) 2016. As a result the patient was started on medications, with a follow up appointment scheduled and it being noted that the patient appears to be doing fine. It is unknown if there were any related environmental/emi factors, and no diagnostics were performed, with the issue resolved at the time of the report. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 2649622-2017-04862.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.